Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'fails flow rate accuracy check. Unit fails 5% tolerance of flow rate accuracy check. Unit is running around 125 ml when 200 ml programed. Evaluation observed the device to under infuse during a loaded set at 200 ml/hr for fifteen minutes. The pressure plate travel was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a failed 5% tolerance of flow rate accuracy check and unit was running around 125 ml when 200 ml programmed during testing in the biomed service department. There was no patient involvement. No additional information is available.